Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 51 mg/dl. The cause of low bg was unknown. The customer experienced a seizure and their spouse called emergency medical technicians (emts). The customer received third party assistance from their spouse, who provided a glucagon shot and emts, who provided intravenous therapy (IV) and monitored the customer to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.